Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the luer lock/infusion set site and that the luer lock connection was leaking. Reportedly, the luer lock connection was loose on multiple occasions and the user believed this caused the air bubbles. The user tightened the luer lock connection. The user's blood glucose (bg) level was in normal range and the user reported a bg level of 200 mg/dl.